Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that supports the patient¿s peritonitis was caused by a liberty select cycler/liberty cycler set malfunction or product deficiency. The patient¿s pd effluent was positive for staphylococcus aureus which is an organism normally found on human skin. Therefore, it reasonable to associate the peritonitis event touch contamination, as reported by the pd nurse. Moreover, touch contamination is a well-known risk factor for peritonitis infection.

Event description:
It was reported that a patient on peritoneal dialysis (pd) was having trouble draining for 3 days during pd treatment with the liberty select cycler. Subsequently, a manual pd drain was performed which reportedly revealed the presence of fibrin. The following day, the patient¿s pd effluent was brought to the outpatient pd clinic. Per the pd nurse, the patient¿s pd the effluent was very cloudy and had visible fibrin and as a result a pd effluent culture was obtained. The patient¿s pd effluent yielded growth of staphylococcus aureus and an elevated while blood cell (wbc) count of 39,000. The patient was treated with ceftazidime 2 grams intraperitoneal (ip) for 5 doses and vancomycin 2 grams ip every 5 days for a total of 3 doses on an outpatient basis. Per the nurse, the patient did not experience any fluid leaks during pd treatment, nor any liberty select cycler/ liberty cycler set product issues in relation to the peritonitis event. Additionally, the nurse indicated the patient¿s drain issues were as a result of the fibrin from the pd catheter (not a fresenius product). The nurse attributed the peritonitis infection to touch contamination. On (B)(6) 2019, a repeat pd effluent culture was performed which indicated a significant decrease in wbc. The patient is reportedly recovering from the event and continues pd therapy on a replacement cycler without further issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.